Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports lower tooth pain and has loose tooth on u-arch when removing the aligners or when the aligners are off. The patient also noted soreness, some jaw pain and discomfort. The patient obtained dentist evaluation and was recommended to cease treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.